Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the sample was not available for eval. Historically, incident with blades and handles sticking are assigned to wear and tear factors that prevent the correct locking interaction between the blade and handle, or vice versa. The complaint sample is not available for investigation. The complaint cannot be confirmed. No corrective/preventative action assigned. No further action required.

Event description:
The event is reported as: the customer alleged that the blade is stuck on the handle. Unk when the alleged issue occurred.